Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the patient experienced a labial burn. No other information available.

Manufacturer narrative:
Device was returned for investigation : visual inspection was conducted, and there were no signs of physical damage. The fluid reached the desiccant filter. Functional testing was conducted and the cia test failed, then a leak test was conducted and no leaks were noticed, the filters were replaced and the cia test passed. Additionally, the test record of the serial number and the risk management file were reviewed, the device was released meeting all the specifications and the failure mode was properly documented in the rsk file. In addition, there have been no design changes to the external sheath. Hence, the complaint cannot be confirmed. However, a new failure mode was observed "filters occluded". This observation will be monitored and trended.¿¿

Manufacturer narrative:
Additional information received: physician was using the novasure for the ablation when he noted that the patient had a white line described as a ¨labial burn¨. No degree could be suggested by the physician. The physician treated the area with silvadene cream. No other information available.